Manufacturer narrative:
This medwatch report represents device #2 (implanted (B)(6) 2015). Device #1 was reported under MFR# 2916596-2015-00463 and device #3 was reported under MFR# 2916596-2015-00465. Approximate age of device ¿ 2 days. The pump was returned to the manufacturer for evaluation, but the evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2014, the patient presented to the emergency room with fatigue, anorexia and diarrhea. A CT scan revealed evidence of sigmoid diverticulitis with possible perforation and abscess formation. The patient¿s white blood cell count was 19,000 cells/mcl. On (B)(6) 2014, a drain was placed in the left upper quadrant of the patient¿s abdomen for the abscess. On (B)(6) 2015, the patient was discharged to home with a 14 day augmentin course. On (B)(6) 2015, the patient was readmitted to the emergency room due to frequent falls while at home. The patient¿s international normalized ratio (inr) was 10 upon admission. A repeat CT scan showed a perforated sigmoid diverticulitis. There were no pump alarms or issues reported. On (B)(6) 2015, a sigmoid colectomy with end descending colostomy in the left upper quadrant of the abdomen was performed. An exploratory laparotomy revealed multiple pelvic and perirectal abscesses with gross spillage of stool and pus into the cavities. From (B)(6) 2015, the patient¿s plasma free hemoglobin level increased from 15 to 431g/dl, and his lactate dehydrogenase level increased from baseline to the 6000 to 7000u/l range. On (B)(6) 2015, an echocardiogram revealed that there was no lvad function and no unloading of the left ventricle. An estimated flow was not registering. The aortic valve was opening with every beat at pump speeds over 10000rpm. On (B)(6) 2015, the patient¿s pump was exchanged, and a large clot was noted in the pump housing, just inside of the inlet stator. On (B)(6) 2015, the patient¿s vital signs were stable. On (B)(6) 2015, the surgeon reported that the patient¿s pump had clotted off again. The patient¿s vital signs were unstable and the estimated flows could not be calculated. An echocardiogram showed that there was no unloading of the left ventricle and the aortic valve was opening with every beat at speeds above 10000rpm. The estimated flows were below the calculated range. Reportedly there were no device alarms. The patient¿s pump was exchanged and the inflow conduit and outflow graft were left implanted. Post-operatively, the patient's vital signs stabilized. Echocardiography showed a septal shift when the pump speed was increased. The central venous pressure increased to above 20mmhg and the surgeon was concerned about right sided heart failure. On (B)(6) 2015, the patient went into cardiac arrest and resuscitation efforts were not successful. The reported cause of death was heart failure. This medwatch report represents device #2 of 3.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The device was returned assembled with the driveline cut approximately 6¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.